Event description:
Fmc clinic reporting "dialyzer had blood leak at the initiation of treatment on 6th use." The customer was called to verify details of complaint. The hcp stated that the patient was not reinfused and as a result of the circuit discard lost 220cc. There was no adverse effect to the patient. No medical intervention was required. The patient's hemotocrit was reported as stable. The complaint sample was discarded. MDR filed due to blood loss reported.